Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that at (B)(6) hospital, a getinge transray (tr3455) intra-aortic balloon (iab) was inserted into an ami patient, but was delivered to (B)(6) hospital for the purpose of cardiovascular surgery. Patient was taken to (B)(6) hospital with the cardiosave intra-aortic balloon pump (iabp) of (B)(6) hospital in rescue mode. After arriving at (B)(6) hospital, the tr3455 iab was reconnect to the cardiosave iabp of (B)(6) hospital. Although the power was turned on, internal power could be driven until after the system test was completed, but then the power turned off. Although there was no inspection history after purchase, there was a possibility that the power supply of the iabp unit or lithium ion battery would deteriorate over time, but the customer wanted inspection of the iabp. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that at kyoto city hospital, a getinge transray (tr3455) intra-aortic balloon (iab) was inserted into an ami patient, but was delivered to (B)(6) for the purpose of cardiovascular surgery. Patient was taken to kyoto city hospital with the cardiosave intra-aortic balloon pump (iabp) of (B)(6) in rescue mode. After arriving at (B)(6), the tr3455 iab was reconnect to the cardiosave iabp of kyoto daiichi red cross hospital. Although the power was turned on, internal power could be driven until after the system test was completed, but then the power turned off. Although there was no inspection history after purchase, there was a possibility that the power supply of the iabp unit or lithium ion battery would deteriorate over time, but the customer wanted inspection of the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10. A getinge service representative reported that the customer has not approved budget to repair the iabp unit. If budget for repairs is approved in the future, a supplemental report will be submitted. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A getinge service representative reported that the repairs were completed. The iabp was evaluated and the reported issue was found to be caused by deterioration of the batteries. To fix the issue, the batteries were replaced. A preventive maintenance was also performed and as part of it the safety disk, tidal volume disk, and the 9 volt alkaline battery were replaced. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that at (B)(6) hospital, a getinge transray (tr3455) intra-aortic balloon (iab) was inserted into an ami patient, but was delivered to (B)(6) hospital for the purpose of cardiovascular surgery. Patient was taken to (B)(6) hospital with the cardiosave intra-aortic balloon pump (iabp) of (B)(6) hospital in rescue mode. After arriving at (B)(6) hospital, the tr3455 iab was reconnect to the cardiosave iabp of (B)(6) hospital. Although the power was turned on, internal power could be driven until after the system test was completed, but then the power turned off. Although there was no inspection history after purchase, there was a possibility that the power supply of the iabp unit or lithium ion battery would deteriorate over time, but the customer wanted inspection of the iabp. No patient harm, serious injury or adverse event was reported.